Event description:
Clarification of notes received: it was reported by the coroner that the customer passed away at home. The causes of death were an insulin over dose and diabetes mellitus. The customer had been sick in the toilet at some point before they passed. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further details were provided. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the coroner that the customer passed away in an unknown location. The cause of death was unknown but the coroner was investigating to see if the death was related to the recalled infusion sets. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further details were provided. The caller agreed to return the insulin pump for analysis.